Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the initial functional testing and archive data review. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor had rusted/corrosion at the brake assembly area. The brake body was seized from the corrosion and will prevent the brake to open or close during activation. The probable root cause for the corrosion was likely due to user error, humidity, and lack of regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer, likely attributed to wear and tear. The autopulse platform was manufactured in may 2012 and is 9 years old, well past its service life of 5 years. Visual inspection of the autopulse platform was performed. It was noted that the front and bottom enclosures have multiple cracks, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The damaged enclosures were replaced to address the issues. The archive data was reviewed and showed multiple fault code 16 error messages occurred; thus, confirming the reported complaint. During the initial functional testing, the autopulse platform displayed fault code16 error message, thus confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs). It was observed that the drive train motor had rusted/corrosion at the brake body. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. To remedy the issue, isopropyl alcohol (ipa) was used to clean and remove the corrosion on the brake assembly and 12v was applied to the brake cable of the drive train motor to activate the brake. Following service, the autopulse was subjected to the run-in test for 15 minutes, using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message during compression. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.